Event description:
It was reported that the external pulse generator had a flickering lower display and that there were lines running up and down it. It was noted that the occurrence was intermittent and that the lower menu could be read. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification. Battery drawer and heart lead flex are contaminated. Battery contacts are compressed. The ring is missing. Lower case, one bail cover, and ring cover are broken.